Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned fully black; however, the plug deployment button could not be pressed. Manual compression was used to achieve hemostasis after the device was withdrawn. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator and that the exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. During an attempt to depress the button, it would not depress at all, and the indicator window remained solid black with no red color observed during retraction. The device was not deployed outside the patient. The vcd was stored and prepared according to the instructions for use. A retrograde approach was utilized, and there were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used. Angiography verified the suitability of the femoral artery, including appropriate insertion angle, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target site had not been closed with another closure method within the prior 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present before vcd use. The event occurred following a coronary angiography procedure after withdrawal of the unknown catheter and unknown guidewire. The user is trained to the device. The patient had no history of infectious disease. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) turned fully black; however, the plug deployment button could not be pressed. Manual compression was used to achieve hemostasis after the device was withdrawn. There was no reported patient injury. Pulsatile flow was observed from the bleed-back indicator and that the exoseal vascular closure device (vcd) and the non-cordis sheath were retracted together until pulsatile flow slowed or stopped and the indicator window turned solid black. During an attempt to depress the button, it would not depress at all, and the indicator window remained solid black with no red color observed during retraction. The device was not deployed outside the patient. The vcd was stored and prepared according to the instructions for use. A retrograde approach was utilized, and there were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used. Angiography verified the suitability of the femoral artery, including appropriate insertion angle, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque, no nearby stent, and no stenosis greater than 50%. The target site had not been closed with another closure method within the prior 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm was present before vcd use. The event occurred following a coronary angiography procedure after withdrawal of the unknown catheter and unknown guidewire. The user is trained to the device. The patient had no history of infectious disease. One non-sterile 6f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.